Event description:
Procedure performed: tep. Event description: [translation]balloon loosens. Balloon releases. Additional information received from an applied medical representative via email on 19feb25: the balloon came off the trocar after removal of the c0h12 and got stuck in patient after dissection was created. He removed the balloon with a grasper from the patient. There where two separate incidents that day, they were not with the same patient. The second c0h12 was discarded post procedure. According to him balloon dissection went well and the balloons were intact before removal. No balloon particles were found in both procedures. Product was discarded. Intervention: removed the balloon with a grasper from the patient. Patient status: patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible the balloon was more susceptible to detachment from the cannula when force was applied. However, the exact root cause could not be determined. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: tep. Event description: [translation] balloon loosens. Balloon releases. Additional information received from an applied medical representative via email on 19feb2025: the balloon came off the trocar after removal of the c0h12 and got stuck in patient after dissection was created. He removed the balloon with a grasper from the patient. There where two separate incidents that day, they were not with the same patient. The second c0h12 was discarded post procedure. According to him balloon dissection went well and the balloons were intact before removal. No balloon particles were found in both procedures. Intervention: removed the balloon with a grasper from the patient. Patient status: patient is ok.